Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/migration of essure device/perforation(uterus)"), fallopian tube perforation ("perforation fallopian tube/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in an adult female patient who had essure (batch no. C80066,c76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 5. Concurrent conditions included constipation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful intercourse"), depression ("depression,"), infection ("infections"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions"), headache ("headaches") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, alopecia, tooth disorder, dyspareunia, depression, infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, headache and abdominal pain lower outcome was unknown and the migraine and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, infection, menorrhagia, migraine, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: menorrhagia, bladder infections, urinary tract infection, vaginal infection, rash, perforation fallopian tube, uterine perforation, headaches, lower abdomen pain. Plaintiff did not undergo essure confirmation testevent outcome of abdominal pain and migraines updated to recovered.lot number c80066,c76457 added.pregnancy outcome updated from not reported to live birth; child not healthy incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/migration of essure device/perforation(uterus)"), fallopian tube perforation ("perforation fallopian tube/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in a 32-year-old female patient who had essure (batch no. C80066,c76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 5. Concurrent conditions included constipation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), tooth disorder ("dental problems"), headache ("headaches"), weight increased ("weight gain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), rash ("rashes or skin conditions"), female sexual dysfunction ("apareunia"), eye disorder ("eye problem") and visual impairment ("vision problem"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression,"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), abdominal pain lower ("lower abdomen pain"), vaginal discharge ("vaginal discharge"), photosensitivity reaction ("extreme photosensitivity"), constipation ("constipation."), pruritus ("severe skin itching"), menstrual disorder ("menstrual cycle disorder") and toothache ("teeth pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with acrivastine (benadryl otc), surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on 6-dec-2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, headache, abdominal pain lower, bladder disorder, urinary tract disorder, female sexual dysfunction, eye disorder, visual impairment, weight increased, vaginal discharge, photosensitivity reaction, constipation and gastrointestinal disorder outcome was unknown and the migraine, alopecia, dyspareunia, abdominal pain, pruritus, menstrual disorder and toothache had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, photosensitivity reaction, pregnancy with contraceptive device, pruritus, rash, tooth disorder, toothache, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: this pregnancy case is linked to a child case #(B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pregnancy test - in (B)(6) 2015: lot number: c76457 manufacture date: 2014-07 expiration date: 2017-07 lot number: c80066 manufacture date: 2014-07 expiration date: 2017-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. , demographic added. Event added are as follows- apareunia, eye disorder, visual impairment, weight increased, vaginal discharge, photosensitivity reaction, constipation, pruritus, gastrointestinal disorder, menstrual disorder, toothache. Events onset date, severity and outcome added. Treatment drug added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/migration of essure device/perforation(uterus)"), fallopian tube perforation ("perforation fallopian tube/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in a 32-year-old female patient who had essure (batch no. C80066,c76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 5. Concurrent conditions included constipation. On (b))(6) 2014, the patient had essure inserted. In october 2014, the patient experienced migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and headache ("headaches"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). In december 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, tooth disorder ("dental problems"), depression ("depression,"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, depression, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, headache, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the migraine, alopecia, dyspareunia and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, migraine, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this pregnancy case is linked to a child case # (B)(4). Lot number: c76457 manufacture date: 2014-07 expiration date: 2017-07 . Lot number: c80066 manufacture date: 2014-07 expiration date: 2017-07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(4) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration/migration of essure device/perforation(uterus)"), fallopian tube perforation ("perforation fallopian tube/malposition of essure device") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in a 32-year-old female patient who had essure (batch no. C80066,c76457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida and parity 5. Concurrent conditions included constipation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), alopecia ("hair loss"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles") and headache ("headaches"). On (B)(6) 2014, 1 month 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal") and menorrhagia ("abnormal bleeding (menorrhagia"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), tooth disorder ("dental problems"), depression ("depression,"), infection ("infections"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), rash ("rashes or skin conditions") and abdominal pain lower ("lower abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, depression, infection, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, headache, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the migraine, alopecia, dyspareunia and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, infection, menorrhagia, migraine, pregnancy with contraceptive device, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 15-aug-2018: plaintiff fact sheet received: bladder or urinary problems or changes event was added and events outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation/migration") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful intercourse"), depression ("depression,"), infection ("infections"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pregnancy with contraceptive device, migraine, alopecia, tooth disorder, dyspareunia, depression, infection, dysmenorrhoea, abdominal pain and vaginal haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, infection, migraine, perforation, pregnancy with contraceptive device, tooth disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received. Reporter information updated. Essure indication updated to permanent forms of birth control, essure start date updated from (B)(6) 2015 to (B)(6) 2014 and stop date updated from (B)(6) 2016, events: infections, painful menstrual cycles, abdominal pain, and heavy vaginal bleeding were added. Event pelvic pain was clubbed with previously reported event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation/migration") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful intercourse") and depression ("depression,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery to remove the essure implant in (B)(6) 2016. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, migraine, alopecia, tooth disorder, dyspareunia and depression outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, depression, device dislocation, dyspareunia, migraine, perforation, pregnancy with contraceptive device and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.